Event description:
It was reported that a patient experienced a pericardial effusion. After completing the pulmonary vein isolations, a large effusion was noticed on the intracardiac echocardiography (ice) imaging. A drainage was placed to solve the issue. The farawave pulse field ablation catheter is not expected to return as it was disposed. No further information was provided. It was further reported that the physician did not notice any resistance while maneuvering the catheter. The effusion was discovered at the end of the procedure, and during the last echo check of the ventricle. There was no further information on this patient status.